Event description:
The patient reported that she applied the pod on her hip on (B)(6) with blood glucose of 3.3 mmol/l (60 mg/dl). At 7:14 pm her bg was 10.9 mmol/l (196 mg/dl), so she corrected with a bolus of 1.55 units as suggested by the bolus calculator. At 8:42 pm her bg was 23.3 mmol/l (419 mg/dl) and she again corrected with the suggested bolus, 5.65 units. She did not test for ketones. Her bg was 25 mmol/l (450 mg/dl) at 9:43 pm and she corrected with the 3 units suggested. At 11:24 pm her bg was 25.8 mmol/l (646 mg/dl) and she again took the suggested bolus (dosage not reported). At 5:00 am she called the ambulance and was taken to the hospital. Her bg at 5:35 am was 33.3 mmol/l (599 mg/dl) and the pod then generated an occlusion alarm, so she removed it. She was diagnosed with diabetic ketoacidosis and stayed in the hospital for a day.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's ketoacidosis. The reported occlusion alarm is a safety feature not considered a malfunction. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 13.9 mmol/l (250 mg/dl) mean high blood glucose (hyperglycemia)," and advises "if your blood glucose is 13.9 mmol/l (250 mg/dl) or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."